Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report during repair of the unit, the liquid crystal display (lcd) was out of specification. A detailed analysis of the display assembly was performed. The display was powered on and menus were navigated with no anomalies. Mechanical probing of the elastomeric strips provided similar conditions to the reported event. The probable cause of the issue observed was intermittent connection at the interfaces of the elastomeric strips.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the biomedical engineer found that the lower display was not illuminating when testing. There was no patient involvement.